Event description:
On 6/17/1996 two skull clamps were received with the statement, slips off patient's head. There were two separated incidents. The second incident occurred when the patient was shifted to the prone position, a slip occurred resulting in a 1" superficial scalp laceration. There was intervention necessary to control, but no sutures were required and there was no post operative complications.